Manufacturer narrative:
No customer returns were available. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is elevated complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. Manufacturing documentation was reviewed and no contributing factors to the complaint could be identified. A testing protocol was executed using in house retained samples of reagent lot 04405ui00. All validity and acceptance criteria were met during the completion of this protocol, demonstrating that this lot is performing acceptably. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a false positive architect total bhcg result of 38.53 miu/ml was generated for a patient sample, ID (B)(6), that retested negative at less than 1.2 miu/ml. No adverse impact to patient management was reported.